Manufacturer narrative:
(B)(4). D10. Dural alpha insert w rim hh/28 item#: 0100013308, lot#: 2975263. Allofitâ® alloclassicâ®, shell with polar screw plug, uncemented, 50/hh item#: 4244, lot#: 3037980. Femoral stem 12/14 neck taper extended offset size 1 130 mm stem length item#: 8114-01-10, lot#: 65341466. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a polyethylene liner and femoral head exchange approximately 3 years and 7 months post-implantation due to heterotopic ossification. Diligence is completed and no further information on the reported event has been provided.